Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The patient was not hospitalized for the reported event. The treatment for the peritonitis included cefazolin (doses, routes, and frequencies not reported) and ceftazidime (for 5 days, dose and route not reported). Five days later, the patient started treatment with vancomycin (for 5 days, dose and route not reported). The patient was retrained on proper aseptic technique. The pd therapy was ongoing. The patient was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime around(B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.